Event description:
I had a bi lateral tubal on (B)(6) 2013, with the filshie clips. I was a little over 8 weeks postpartum when it was done. I've been in pain ever since with bad cramping, sharp pains in my right side ovary that feels like it's going to explode. Left side is starting to do the same thing started this month (B)(6) 2013. Plus I've been bleeding since (B)(6) 2013. I've never had any of these problems, before, my periods where normal and like clock work pain free. Went to my ob to get checked out told her all of my symptoms we did an ultra sound on (B)(6) 2013 everything was normal, was given birth control to try and stop the bleeding, didn't work, I have not been on any type of birth control since my early twenties. I'm 33 years now. On (B)(6) 2013, did blood work to check hormone levels came back normal. In (B)(6) 2013 went back yet again still in pain but worsening and still bleeding was offered to burn my lining of my uterus and to do a d and c and look around with a camera. I don't want the ablation cause of fear of causing more damage and pain but will do d and c and the looking around. Scheduled for 2/6/2014. I have 3 children, a husband and work full-time. This pain is disrupting my daily live plus I'm passing small clots as of today.